Event description:
Information was received that during implant, difficulty was encountered while trying to remove the introducer associated with this endograft. Eventually the introducer was removed without incident. The patient also required placement of a stent at the right portion of the graft beginning at the tapering point and extending beyond the distal fixation to obtain proper positioning with good filling. The surgery was completed and the patient returned to recovery in satisfactory condition.